Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was well over 600 mg/dl. She was suddenly nauseous, vomiting, and very sick. The customer changed her infusion set and discovered that her current set had a bent cannula; the cannula was bent at a 90 degree angle. The bent cannulas are a regular occurrence. Troubleshooting did not occur and the customer could not be reached after two more subsequent attempts. No products were returned or replaced.